Manufacturer narrative:
This device is not sold in the us but a similar device is. There are two devices associated with the issue of this event. These devices are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). As a result of conducting a visual inspection of the returned device, there was no malfunction of the scope observed that could lead to cracking of the distal tip cover. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, during the therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, immediately after the duodenal stent was placed, the tip cover broke off into the patient body. All broken off pieces were recovered from the patient body. According to the physician, the duodenum was narrow and the scope had to be inserted by considerable pushing. The procedure was completed by using a similar device. There is no harm or adverse impact to the patient. The device was inspected prior to use with no abnormality noted. Both the scope and the distal tip cover are allegedly involved in the issue of the breaking off of the distal tip cover.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the distal cover fell because it was used in a state where it was easy to come off. The root cause of why the cover was loose could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (maj-2315). Regarding preventing the detachment of the distal cover from recurring, the following information was obtained: ¿ the facility did not reconfirm the correct operation method by contacting olympus or another expert within your facility. ¿ the facility did not carefully review and follow the instruction manual. ¿ the facility did not educate or continuously educate its personnel about handling methods. ¿ the facility did not inspect the distal cover prior to attachment. ¿ the facility did not use care when attaching the distal cover, so that it does not crack. It was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are stored in a product carton on a shelf in the operating room. However, some of the distal cover sterilization packs are removed from the carton, and placed in a bag that is hung in the endoscope storage area. The facility reported that it is unknown what specific chemicals were used when the distal cover detached. However, it was confirmed that a defogger (sl cleaner) was applied to the distal end of the endoscope. Also, water containing dimethicone oral solution 2% "fsk" was used at the time of suction inspection before use of the device. The following additional information regarding chemical use was reported as unknown by the facility: ¿ unknown if chemicals were administered directly into the body through the forceps channel during endoscope insertion, and/or if chemicals were sent to forceps channel to lubricate forceps. ¿ unknown if chemicals were administered through the cannula during the endoscope insertion. ¿ although there was a xylocaine spray on the anesthesia trolley, it is unknown if it or any other medications were administered to the patient(s) orally. However, no defoamer was used. It was confirmed that a crack has never been observed on the distal cover prior to attachment to the endoscope. Finally, the mouthpiece used by the facility is the microstream advance manufactured by medtronic.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.